Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
A customer contacted physio-control to report that their device's service led had illuminated and displayed a white screen after attempting to provide defibrillation shocks. In this state, the device may have been in a lock-up condition and may not provide defibrillation therapy, it was needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
The device was not evaluated by physio-control. A third-party service agent evaluated the customer's device and was unable to duplicate or verify the reported issue. After performing other unrelated repairs and fa 281, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported event could not be determined.

Event description:
A customer contacted physio-control to report that their device's service led had illuminated and displayed a white screen after attempting to provide defibrillation shocks. In this state, the device may have been in a lock-up condition and may not provide defibrillation therapy, it was needed. There were no reports of patient use associated with the reported event.